Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the image of the subject device was disappeared at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that the image of the subject device was disappeared when the subject device was angulated. There was no patient injury associated with this report. It was not provided other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the subject device such where, the ccd unit or the printed circuit board of the video connector or the system. If additional information becomes available, this report will be supplemented.